Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4: batch # a9ch4d. Additional information was requested and the following was obtained: does the surgeon load each clip off of the vessel into the device jaws before applying the device jaws to the vessel and firing? Not sure. Was it confirmed during the initial operation that the clips were gapping? Not sure. If so, what was done intra-op to address this? Unaware. Please provide further information about the shape of the clip. Were the clips teardrop shaped? Or were the clip legs crossing? Was not given this level of detail. What was the total number of clips used? Above transection? Below transection? Do not know. Please provide clarification on, ¿every other clip applied the clip would leave a gap¿. Was it literally every other firing that the clip gapping occurred? (First firing complete clip, second firing clip gap, third firing complete, fourth firing gap¿etc)? Was told every other firing was there any downward pressure applied to the clip during firing? No idea. Was the re-operation open or laparoscopic? Was just told an ercp follow up was needed. What was observed at the site of the leak upon re-operation? Was not given this detail. For the re-operation, was another el5ml used? If not, please provide the device used. Yes another el5ml was used. Will the device from the event be returning for analysis? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, every other clip applied the clip would leave a ¿gap¿. Patient required re-op due to bile duct leak. Unknown as to how the leaks were repaired. Patient requiring re-op are doing fine.